Event description:
I used an equait brand band-aid, made in (B)(4). After 24 hours, I removed it and had what appeared to be a mild 2nd degree burn. It was very red and had some blistering and peeling. The pain was that of a severe sunburn. I saw a medical tech; my family practitioner was on vacation. No treatment was prescribed. After 1 week, it appears very nearly the same. I am concerned for other people. I had used a similar "band-aid" brand product previously, with no ill effects. Equate.